Event description:
It was reported that the patient stopped using the iLet system after experiencing recurrent low blood glucose episodes, with a reported lowest value of 30 mg/dL, treated with oral glucose and food, and no device alerts or alarms noted; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia with dizziness and shaking/tremors, along with sweating. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.